Event description:
It was reported that this patient underwent a therapy upgrade procedure from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) system. There were no reported complications from the implant, however the patient expired following the upgrade procedure. Pulseless electrical activity was suspected. Records indicate the device remained implanted.